Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was in the incorrect language. This compliant was documented using the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at an unknown time the alleged issue first occurred. The patient reported using self-adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 day later, he felt ¿shaky.¿ the patient denied receiving any treatment in response to the reported symptoms. The alleged issue was unresolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he was unable to test and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction: this supplemental is being sent to correct information that was submitted previously. The product referred to in follow-up #1 was incorrectly given as test strip; it was in actuality the meter.